Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism. Helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the screw would now deploy inside or outside the body with >20 turns. The lead did screw once, it was removed from the body, cleaned with saline but still would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.